Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma.

Event description:
Healthcare provider reported a left side granuloma and rupture confirmed via sonogram. The device remains implanted.

Event description:
Health professional reported the device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and granuloma was received on november 03, 2022, with lot number 3182222. Based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings in the device. Granuloma: unable to confirm as it is a medical event not related to the device. Additional observations: deformation: observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a left side granuloma and rupture confirmed via sonogram. Device has been explanted and replaced.